Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Colectomy - "the nylon of the alexis torn off from the inner ring (the purpel ring)." Type of intervention - "conversion to lap." Patient status - "released"

Manufacturer narrative:
The event unit was returned for evaluation. Upon observation, engineering noted alexis was completely unrolled and the seal was exposed. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. The root cause of the film detachment is likely user error. If the film is completely unrolled, the tether creates a weak spot that may detach. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Colectomy: "the nylon of the alexis torn off from the inner ring (the purple ring)." Type of intervention: "conversion to lap." Patient status: "released".